Event description:
Nine reports of patients with various post-operative injuries, including neuropathies, edema, bruising, petechiae, blisters, and pain. All patients were of various ages, genders, size, and nationalities and had undergone surgical procedures of varying types and lengths. No consistencies were found in anesthesia care providers. All patients recovered from their injuries. Specific information follow: the patient was in the supine position and the blood pressure cuff was on the right forearm; the cuff would not work on the upper arm. The cuff was set to inflate every 2.5 minutes for the first half of the case, then every 5 minutes for the second half of the case. The right hand became dark with decreased sensation post-operatively. The hand remained discolored with decreased sensation for several day and then symptoms resolved.